Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. If additional relevant information is received, a follow-up will be submitted. Per baxter's product labeling, all printed pouches for disposable products intended for single use instruct the user, "this device is intended for single use only". A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to a baxter technical service representative (tsr) that after a check lines and bags alarm occurred during use with the homechoice (hc) machine in drain 4 of 4 last night, the home patient (hp) found the heater bag became separated from the line. The patient was connected. The hp stated that she had reconnected the line and restarted therapy. The tsr explained if a line becomes disconnected therapy must be ended because, the setup is compromised and they would need to start over with new supplies. The tsr instructed the to contact pd rn about the hp having reconnected a bag. No patient injury or medical intervention was indicated at the time of the initial report.